Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. It was reported that the device was implanted in november or (B)(6) of 2014. The patient had trouble with the incision healing. It was noted that the patient never had problems before, then the incision opened up and there was an infection. The pump was exposed and everything was removed. The device was explanted in (B)(6) of 2015. The drug information and onset were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.